Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The receiver fails both manual and auto tests. It is thought that the components in one or both hybrids have failed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system consisting of a neurostimulator receiver and percutaneous leads. It was reported on (B)(6) 2008 that the patient had lost stimulation after being in a car accident in (B)(6) 2008. The receiver was replaced with an ipg on (B)(6) 2008. Follow up on the patient found that no further issues have been reported. The receiver was returned to ans for evaluation. No further information is available.